Event description:
Treatment of an m1 stroke. During the mechanical thrombectomy, it was reported that the solitaire fr stent separated from the delivery wire on the third pass and remains in the m1 segment.it was reported that the patient has a large infarct and is not doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The delivery pusher was returned for evaluation and the stent was found detached due to tensile failure. The solitaire fr instructions for use (IFU) is including a warning "do not use each solitaire fr revascularization device for more than two flow restoration recoveries." Stent separation.(B)(4).